Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) due to the customer miscalculating carbohydrates, insulin ratios and then participating in physical activities. Carbohydrates were consumed to address low bg.